Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed the reported problem. Therefore, user interface (ui) assembly was replaced then the issue was resolved. No other abnormality was confirmed. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that while performing preventative maintenance (pm), it was observed that the devices screen display was hard to view as it was dim. The device kept operating when the issue was observed. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.